Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v121978, implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she her device was removed two years ago because it would not work and she wanted it out. The device was not doing what it was supposed to since implant and the patient was still having a lot of leakage. In order for it to work at the level needed it was highly stimulated and was painful. After implant it also irritated her rectum where it would bleed. The patient also had pain and reported that something happened because the leads were broken. It was noted that the patient had a CT scan the year prior to this report and the leads were still left in.